Manufacturer narrative:
Follow-up # 1 ¿ (03/06/2015). The patient¿s meter has been returned on 2/23/2015 and evaluated by lifescan product analysis on 2/25/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter started testing in memory mode ¿about one or two weeks¿ prior to contacting lfs. The patient manages her diabetes with insulin (no adjustments). She denied making any changes to her usual diabetes management routine in response to the issue she experienced with the meter. She reported, ¿ten days¿ after the issue started, she experienced symptoms of ¿thirst¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked her through a test. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged issue began.